Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012781593); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve in a patient with calcified anatomy, the valve was attempted deployment and recaptured into the delivery catheter system (dcs). After the valve was recaptured, an infold in the valve frame was observed. Subsequently, a new valve was loaded into a new dcs and used for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve in a patient with calcified anatomy, the valve was attempted deployment and recaptured into the delivery catheter system (dcs). After the valve was recaptured, an infold in the valve frame was observed. Subsequently, a new valve was loaded into a new dcs and used for the procedure. No patient complications have been reported as a result of this event. Additional information was received to clarify the valve was recaptured due to positioning difficulties and suboptimal depth. The valve was deployed three times; however, with each deployment the valve was positioned too low. Following the third recapture the dcs and loaded valve were withdrawn from the patient.